Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported tha patient had constant pain after surgery of implant. Implant removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3â® non-platform switched tapered implant 4 x 13mm (bost413) was returned for investigation. Product has bone residue and signs of use. Device was measured with a caliper. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth 35 (fdi). Device history record (DHR) review for the lot number (2020100640) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (B)(4). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2020100640) for similar events (complaint category keywords: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.